Event description:
Major pump unit(s) involved: external control system failure;pt had low voltage alarms & red heart alarms.specific component(s) involved: external controller malfunction;pt had low voltage alarm & red heart alarms.causative or contributing factor: patient noncompliance in device maintenance and protection;intervention(s): replacement of external controller; switched power cable and sent her data and waveform readings for routine analysis.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.